Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a procedure unrelated to the device, twiddler¿s syndrome was observed via fluoroscopy imaging. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.